Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. The patient is recovered from the procedure. Device will not return due to facility policy and electrocautery was not used.